Event description:
It is reported that the patient's insulin pump is squirting out insulin and giving a no delivery alarm. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test loose and protruded drive support disk. Insulin pump received with cracked case at display window corners, severe scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.